Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their heart rate dropped to fifty eight/ fifty nine and then the pacemaker kicked in. Their heart rate dropped to forty nine and waited a few minutes and it kicked it up to seventy two. They also reported that they have been having episodes from passing out and have been in hospital for the past week. The implantable pulse generator (ipg)remains in use. No further patient complications have been reported as a result of this event.